Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed. The complaint devices were not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude that a user error is the most likely cause(s) for the reported failure. According to the surgical technique. Meniscal cinch¿ ii technique. 4a. Advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the end point to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/20/2023, it was reported by an arthrex subsidiary employee via email that an ar-4501 meniscal cinch ii did not deploy the second anchor. This was discovered during a procedure on (B)(6) 2023. Additional information requested.